Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic esophagectomy, the device was difficult to toggle while in the tissue. The device had to be pried open by pushing the black buttons of the device up to remove the needle from the tissue. No tissue was torn and the needle was recovered after it fell from patient's cavity. A new device was opened and the same technique was employed and the new device worked as it should with no difficulty. When opening the device it was reported that they could hear the "gears grinding" in the device. No patient's injury was noted on this event.